Event description:
It was reported that anti-tachycardia pacing (atp) was delivered inappropriately due to far-field r-wave (ffrw) sensing. An attempt was made to adjust the atrial sensitivity; however, this could not be done without compromising p-wave sensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.